Event description:
It was reported that occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. Customer "removed air bubbles" and reloaded the cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.